Event description:
The tip of the syringe started to melt while the cement was coming out. There, was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation revealed the devies functioned as specified. Corrective action not required.